Event description:
It was reported that a malfunction alarm with code malf 19 occurred in the customer's pump. There was no reported impact to the customer¿s blood glucose level, though it was unknown if levels exceeded 500 mg/dl. Technical support planned to replace the pump, but the call with the customer was disconnected due to unstable networks as the customer was on a cruise ship. Further contact attempts were unsuccessful, so the case was left open for the customer to respond. Upon follow up cts was able to complete troubleshooting questions. Pump is being replaced.